Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that during procedure, the guide wire separated and became lodged inside the patient's vessel. The physician inserted the guide wire into the patient. The physician attempted to advance the guide wire to the lesion and the wire became lodged into the lesion. The physician attempted to pull back on the guide wire and it separated at the distal segment. The physician inserted another guide wire into the patient and attempted to remove the separated distal segment from the patient; however, this was unsuccessful. The patient expired.